Event description:
It was reported that the patient went to the emergency room with hypoglycemia (blood glucose less than 54 mg/dl). The patient stated that he was unconscious but believed he had a terrible dream and was fighting. He believes dextrose was administered while he was unconscious, followed by eating food. Consciousness was regained in the emergency room; the pod was discharged and patient discharged after 6 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.